Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an av block occured after implantation. The occluder was being used for an asd patient, with ao rim deficiency and asd size 14 to 15mm (the balloon sizing result was approx. 18mm). After a gore's occluder (37mm) was implanted, complete av block occurred; therefore, the device was retrieved. After that, wenckebach av block changed to 1st degree av block. Then, a figulla flex ii (18mm) was implanted, and the procedure was completed. On the following day, complete av block occurred. Therefore, the figulla flex ii was retrieved percutaneously, and no further closure was carried out. The patient is recovered.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. The device was not returned for further investigation. Following the complaint received, no additional images or videos were provided to enable a comprehensive investigation into the root cause analysis. The case was further reviewed in consultation with a medical expert and the following key findings were noted: atrioventricular (av) block is a recognized potential complication following the implantation of a flex ii asd device; the likelihood of this complication increases when larger devices are used, particularly in pediatric patients or in the presence of a small tricuspid or posteroinferior rim; insufficient or deficient anatomical rims are considered a contributing factor to the development of such complications. Based on the investigation findings, including production records and medical expert assessment, no device related root cause could be determined for the reported event. Av block (arrhythmia) with flex ii asd implantation is a known inherent risk of the device and well documented in the IFU. Additionally, the absence of an aortic rim significantly elevated the likelihood of an adverse outcome.